Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer failed to open, when a patient was selected, the drawer remains locked and was not accessible for the surgical procedure. The customer stated that due to this malfunction the user unable to remove the meds when issuing it to a patient. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d5, e3, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to half height matrix drawer failure. A field service engineer replaced the drawer sensor, restarted the device to resolve issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to half height matrix drawer failure. A field service engineer replaced the drawer sensor, restarted the device to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open, when a patient was selected, the drawer remains locked and was not accessible for the surgical procedure. The customer stated that due to this malfunction the user unable to remove the meds when issuing it to a patient. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident